Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise and oversensing on the atrial channel. The patient experienced episodes of ventricular tachycardia (vt) with a heart rate of 240-260 bpm, which was effectively managed with a shock. Following this, the arrhythmia transitioned into atrial tachycardia (at), prompting the device to continue delivering shocks due to the therapy zone being set at 150 bpm. Technical services (ts) recommended an increase in the vt-1 zone to mitigate the occurrence of at. Additionally, ts advised that the right atrial (ra) lead should be evaluated in the office for the reported noise and oversensing. This device remains in service and no additional adverse patient effects were reported.